Event description:
A rep from the user facility reported repeated incidents of knife blades, which are contained in the surgical trays, breaking while foot surgery was performed. While the facility rep reported repeated incidents, rep could not provide the exact number of occurrences or the dates of the other incidents. The only pt information rep reported was that no injury has occurred.